Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient was admitted to hospital due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture / rupture). During the revision of the hip arthroplasty on (B)(6) 2021, significant abrasions on the surfaces of the stem cone, head and polyethylene insert were found. Due to the correct seating, the surgeon decided to leave the acetabular component.